Event description:
Product analysis for the tablet serial cable was completed and approved on 02/24/2016. An analysis was performed on the returned usb to db9 cable and a disconnected wire connection in the returned serial cable was found. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported on (B)(4) 2016 that the physician has a tablet with a faulty serial cable that was found through troubleshooting. The serial cable was received for analysis on (B)(4) 2016. Product analysis is underway but has not been completed to date.